Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked at approximately 50.0 cm and 91.0 cm from the proximal end. The stretch resistant (sr) wire was fractured and proximal constraint sphere was within the distal detachment tip (ddt). The embolization coil was unraveled. Conclusions: evaluation of the returned podj revealed offset coil winds along the embolization coil and kinks on the pusher assembly. If the device is forcefully advanced against resistance, damage such as offset coil winds and kinks may occur. The introducer sheath and the non-penumbra microcatheter identified in the complaint was not returned for evaluation; therefore, the root cause of the reported difficulty advancing could not be determined. Evaluation of the second returned podj revealed that the sr wire was fractured and the embolization coil was detached. If the device is forcefully retracted against resistance, the sr wire may fracture, and the embolization coil may become unraveled. The lantern used in the procedure was not returned for evaluation and the podj could not be functionally tested due to the damages; therefore, the root cause of the reported difficulty advancing could not be determined. Further investigation revealed that the pusher assembly was kinked in multiple location. These kinks were likely incidental and may have occurred during packaging for returned to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.(B)(4) h3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-01024.

Event description:
The patient was undergoing a coil embolization procedure in the ovarian vein using pod packing coils (podj). During the procedure, while attempting to advance a podj through a non-penumbra microcatheter, it became stuck and was unable to advance any further. Therefore, the podj and the microcatheter were removed. The physician then attempted to advance a new podj through a lantern delivery microcatheter (lantern), but the same issue occurred and, therefore, the podj was removed. The procedure was completed using other coils with the same lantern. There was no report of an adverse effect to the patient.